Manufacturer narrative:
The following additional information has been added to the b5: on (B)(6) 2021, the patient was assessed by a physician who diagnosed the center upper abdomen with paradoxical hyperplasia (ph). On (B)(6) 2021, the patient was assessed by a physician who diagnosed the left side upper abdomen with paradoxical hyperplasia (ph). The annex a code has been updated from a26 to a24.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 and another unknown date with coolsculpting to the upper abdomen and lower abdomen using a coolmax and cooladvantage coolcore applicator. On (B)(6) 2021, the patient reported they developed firmness and visible enlargement in the center upper abdomen treatment area. On (B)(6) 2021, the patient was assessed by a physician who diagnosed the center upper abdomen with paradoxical hyperplasia (ph). On (B)(6) 2021, the patient was assessed by a physician who diagnosed the left side upper abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 and another unknown date with coolsculpting to the upper abdomen and lower abdomen using a coolmax and cooladvantage coolcore applicator. On (B)(6) 2021 the patient reported they developed firmness and visible enlargement in the upper abdomen treatment area. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the upper abdomen with paradoxical hyperplasia (ph).